Event description:
It was reported that this pacemaker exhibited low pace impedance on the right ventricular (rv) lead. Surgical intervention was performed to replace the system. This product was explanted. No additional adverse patient effects were reported.